Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. This is report 1 of 2 involved in this peritonitis event. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h10i17102a) and no issues were found related to the reported condition during the manufacture of those lots. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is determined to be use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) identified in this complaint.

Event description:
This is a spontaneous nurse report from the USA of patient made mistake/touch contamination and peritonitis with culture positive for gram positive organism in a (B)(6) female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the patient made a mistake/touch contamination. In (B)(6) 2010, the patient developed peritonitis. Treatment information for the events was not reported. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. It was not reported whether the event of patient made mistake/touch contamination resolved. Per the nurse, the event of peritonitis with culture positive for gram positive organism was not related to dianeal pd4 ambuflex therapy. A causal relationship was not reported for the event of patient made mistake/touch contamination.